Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the insulation issue with undersensing and difficulty in retraction. This rv lead was replaced with the same model and never been in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Helix is retracted and dried body fluid was noted in the helix housing. Moreover, there was a cut insulation noted which was likely explant damage. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the insulation issue with undersensing and difficulty in retraction. This rv lead was replaced with the same model and never been in service. No adverse patient effects were reported.